Event description:
The customer reported that the device keeps turning off while is use and displays an internal memory failure message. There was no adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.